Event description:
It was reported that the patient was presented for a device changeout procedure. Prior to the procedure, upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient experienced no consequences.